Event description:
Failure code 12. During service, a baxter technician revealed that failure code 12:303 occurred on this pump. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested when the failure code 12 was reported, but none was provided.